Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that re-reported the handset lagging at 90 percent. The agent cleared the patient data.

Event description:
Information was received from the patient regarding their external device. It was reported that the patient had their pump filled last month, it had been taking forever to connect to the pump to deliver a bolus. Patient stated it had been getting worse and worse. Patient mentioned they had hand surgery on their right hand last week and they were having to hold the communicator and put it back in their hand. While on the call, agent reviewed steps in attached ka. Patient was able to successfully connect to their pump without the telemetry issue. Issue resolved. Patient also mentioned they had to take 4 doses of tylenol in addition to the pain medications that were in the pump to help with the surgery pain. Additional information was recieved from the patient reporting that they called back for clearing the data instructions again. Agent walked patient through the instructions.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was lagging at 90% for about 2-4 minutes. The agent reviewed the data and assisted the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed. It was noted that the event was previously reported in several cases that include the same handset serial number. When the agent asked for the event date, the patient stated that it was probably about two weeks ago. The patient stated that baclofen, fentanyl and dilaudid were possibly in the pump, however they weren't sure as the healthcare provider switched the drugs around each time. The patient mentioned that they just had the pump filled yesterday.